Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The reported product problem (air in line failure) was not observed in the event history log. The investigator attached a disposable cassette to the pump and observed that the functional test had failed. The product problem was therefore confirmed. The air detector was inoperable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The air detector was replaced. The pump subsequently passed all the functional tests.

Event description:
Information was received that device failed air in line. No adverse effects reported.